Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-06015, reference MFR. Report: 1627487-2018-06017. It was reported the patient experienced pain at the ipg and extension site after losing weight. Surgical intervention was undertaken on (B)(6) 2018 during which the extensions and ipg were explanted and replaced. Effective stimulation was restored post-operatively.